Event description:
Caller alleged discrepant results compared with two labs. Results as follows: date: (B)(6) 2011, inratio: 2.1, lab: 9.7, third party lab: 6.4. Date: (B)(6) 2011, inratio: 1.8, lab: 6.7. Pt's therapeutic range: 2.0-3.0 inr. Pt was sent to the lab by the physician because the pt exhibited bruising and bleeding.

Manufacturer narrative:
Investigation pending.